Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility finance director reported that the arterial chamber of the combiset was automatically emptying three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 4008s machine, alarmed appropriately in response to the issue. There was no defect or damage seen on the combiset. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Event description:
A user facility finance director reported that the arterial chamber of the combiset was automatically emptying three minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 4008s machine, alarmed appropriately in response to the issue. There was no defect or damage seen on the combiset. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: d10